Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from consumer stating the replacement device resolved the therapy off issues.

Manufacturer narrative:
Continuation of d10: product ID wr9230 serial# (B)(6) product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger is not charging. They can't get it to charge at all. When they set it on the base it does not turn on and lights are unresponsive. They have even cleaned it off and nothing appeared to be obscuring the pins. The green ac light gets brighter when they set the wr down on the dock. Wr was unresponsive to hard reset attempt. An email was sent to the repair department to replace the wr. Additional info received from patient for support and was successful to pair the new recharger to the handset and use it to confirm they were charging. They said the ins was 30% but therapy was off. Reviewed once they have charged they can use the communicator/handset to turn therapy back on.